Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of the pacemaker presenting electrogram (egm). Upon review, farfield oversensing which led to inappropriate atrial tachy response (atr) was observed. Ts provided the hcp with programming recommendations. At this time, the pacemaker remains in service. No adverse patient effects were reported.